Event description:
Bedside rn noticed sparks coming from exposed wires coming out of the IV watch device in her patient's room. She immediately unplugged device, powered it off and red-tagged the device. Htm- biomedical dept was called to pick up this device from the office so that it would not accidentally go back into general use. Device was later collected by a member of htm. Manufacturer response for IV watch and IV watch bat, ivwatch 400 (per site reporter). They are sending a new power brick.